Event description:
It was reported that the unit was sent for repair because the blue connection plug is defective. It was not noted if the issue occurred during a procedure. No pt consequence report.

Manufacturer narrative:
Evaluation summary- the unit was received at the service center. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the blue rotational cable, encoder and the pcb assembly. Part replaced that was unrelated to the customer's complaint was the shroud. After servicing, the unit passed all qa testing processes. Complaint info is trended on a regular basis to determine if further investigation is warranted.